Manufacturer narrative:
Device 6 of 11. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in 11 wafers, the starter holes were off centered and oval shaped, which caused her wafers to leak. She stored her wafers in a bin so they had been removed from the boxes. There was no harm reported. No photo is available at this time.